Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2009, the pt was implanted with a non bard product during a pelvic procedure. It was alleged that on (B)(6) 2009, the pt was implanted with a bard soft mesh and another bard mesh (non davol) during an unspecified pelvic procedure. Attorney report alleged permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, contacted the initial reporter to request additional info and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.